Event description:
It was reported that an ilet insulin pump was dropped off a charger, stepped on, and subsequently exhibited insulin leakage from the cartridge chamber during supply changes, with the piston cracking one cartridge and breaking another, consistent with a damaged pump housing/piston and cartridge interface. Symptoms included hyperglycemia with a highest reported blood glucose of 250 mg/dl and no physical symptoms reported. Outcomes included the user reverting to subcutaneous insulin by pen and no need for outside assistance or medical intervention. Investigation included customer service troubleshooting and education, confirmation of device and shipping details, and coordination of device replacement. Investigation of this case revealed damage consistent with external mechanical impact leading to leakage and cartridge damage, aligning with a device component failure of the piston/cartridge assembly after physical trauma. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external impact.